Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the physician was having difficulty positioning the device correctly. The physician decided to use a new wds of a smaller size. The first wds was removed from the patient and at this time it was noted that the wds had become damaged. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.